Manufacturer narrative:
The bci hotline explored the dl primary client computer and noted that there was insufficient memory space for the unit to run properly. The hotline instructed the customer to cease use of the dl2000 until repairs are complete and performance is verified. Customer was also instructed to review all results filed since before the issue was discovered. Service has a not yet been ordered. This issue still remains under investigation. The root cause appears to be a datalink 2000 malfunction.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the dl2000 data management unit generated an incorrect red blood count (rbc) morphology comment, which was not reported out of the laboratory. The customer indicated that the datalink 2000 generated a rbc morphology comment for a sample where a manual differential was not ordered or performed. Patient treatment was not impacted in this event.